Event description:
Wife of home pt reports home patient became disconnected from pt line of homechoice set during dwell phase of apd treatment and drained onto bed. Wife reconnected home patient and continued with treatment. Per registered nurse, there was no pt injury or medical intervention as a result of incident. Registered nurse reinstructed home patient on following correct asceptic procedure.